Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. B5, h6: upon subsequent follow-up with the customer, additional information was received. The reporter clarified that the shaver's head had and abnormal vibration and a black liquid leak. H6. Medical device problem code: based upon the additional information received, the problem code for vibration (a051208) has been included and the code for device slipped (a051204) has been removed from this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during testing, it was observed that with play in the blade head, there was black liquid coming out of the air oscillator device. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of black liquid coming out of the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device would not run because the motor was damaged, and the device had a component damage. H11: corrected data: correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 2/23/2022 to 2/22/2022.